Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the suction channel stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the remote control button(1) leak, the water nozzle dirty, the down pulley wire snapped/cut , and the up pulley wire snapped/cut ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.